Manufacturer narrative:
The investigation is ongoing and once the investigation has been completed a supplemental report will be issued.

Event description:
Lenstec received an email stating "haptic tore off upon insertion."

Event description:
Lenstec received an email stating "haptic tore off upon insertion."

Manufacturer narrative:
Based on the review of the batch documentation, lenstec can confirm that all procedures in the manufacturing and packaging of the devices were conducted correctly. Additionally, we have not received any other complaints from these batches. As the devices were not returned for inspection, lenstec was unable to perform a more detailed investigation into this complaint. We are therefore unable to conclude what may have taken place which would have caused the haptic to tore off upon insertion. As such, we are unable to determine a specific cause for this incident.